Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with alert for out of range hv lead impedance on svc to can vector. In clinic all vectors tested normally. No other electrical anomalies were noted. No more issues were noted.